Manufacturer narrative:
Result: footboard modules.

Event description:
It was reported by service report that several modules had popped out of the footboard. It is unk if there was pt involvement, however, no adverse consequences were reported.